Event description:
Covidien endo gia ultra universal stapler xl did not staple during firing. Reload had included peristrip. New "like" stapler was opened and fired but surgeon was concerned about staple line. Another reload was placed on the stapler without the peristrip and fired appropriately.